Event description:
The customer's biomed dept alleged inaudible alarm during routine preventive maintenance. The unit was inspected and the biomed replaced the audio alarm. The unit passed extended self testing and has been returned back into svc. There was no pt involvement associated with the reported malfunction.